Manufacturer narrative:
The insulin pump had no unexpected icon anomalies noted during testing. All buttons functioned properly; no damage to keypad traces and connector on lcd board was not unlocked during visual inspection. The insulin pump was received with constant motor error alarms during rewind due to encoder signal out of phase. We were unable to perform pump self-test, off no power test, unexpected error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements due to constant motor error alarms during rewind. We were unable to verify check settings alarms, frozen/locked screen anomalies, suspend alerts/anomalies, motor position encoder error alarm in alarm history screen and button/keypad unresponsive due to constant motor error alarms. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot. Moisture damage on all electronic assemblies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons on the insulin pump were unresponsive and they had an error alarm. Customer's blood glucose reading was over 400 mg/dl and the customer noticed that she was not getting insulin. Customer has been treating with injections. Customer mentioned that she got in the rain with the insulin pump a week prior to the buttons issue. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.